Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the doctor had seen the patient 10 days ago and their head was growing. According to the report, the patient was irritable and their ventricles were larger than they expected. The doctor elected to watch the patient. Reportedly, the patient returned on (B)(6) 2017 with no symptoms and imaging showed marked decease in ventricle size. It was stated the doctor had done nothing to the shunt, and they hadn't adjusted the valve or operated on the patient, yet it was clear the device was not functioning well 10 days ago but now appeared to be flowing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.